Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect and use error, clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intra-peritoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 00:14:38. During night drain cycle 5, the patient's ultrafiltration reading was 921ml, indicating the home patient (hp) drained 921ml more than their maximum programmed fill volume of 1300ml. No additional information is available.